Event description:
It was reported that the ilet pump displayed a missed glucose reading while the user¿s dexcom g7 continuous glucose monitor (cgm) app continued to show in-range values, after which the user re-entered the g7 pairing code and the pump showed ¿pairing with sensor.¿ no adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention or hospitalization. User support included verification of the g7 pairing code against the pump entry and user education that the pump displays placeholder lines when a reading is missed and refreshes every five minutes. Investigation of this case revealed a transient communication issue between the pump and the g7 sensor without device alarms, with resolution expected upon successful re-pairing and data refresh. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss between devices.